Event description:
It was reported that the light source exhibited flashing indicator lamps on front panel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the actual device has not been returned, and other information cannot be obtained, presumed cause could not be identified. No adverse event was occurred. Olympus will continue to monitor field performance for this device.